Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was functionally tested on the generator and the hand control buttons was not functional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect the internal components. The electrical traces of the hand activation buttons were found to be damaged. This resulted in the hand activation buttons to be non-functional. No conclusion could be reached as what caused the damaged to the electrical traces.

Event description:
It was reported that during an unknown procedure the ace36e is not functioning. The case was completed by using another ace36e customer cannot provide anymore details about the circumstances in which the issue occurred. No patient consequence was reported . One device is being returned.